Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the redundant power tray assembly (rpta). The system was verified and ready for use. The unit was analyzed and error 86 was found, indicating that the fault occurred in the field. A visual inspection revealed no issues related to the reported event. The power tray was installed onto the golden system, the board voltage was checked and found to be operating within range, and programming wa successful. The golden system underwent ten power cycles and remained idle for one hour. Upon completion of testing, the system error logs were inspected, and no errors could be identified.

Event description:
It was reported that during a da vinci-assisted surgical procedure, encountered a repeated error 86 on the system. The staff had power cycled the system after the first occurrence, and then had performed a hard power cycle after the second occurrence as troubleshooting. Despite troubleshooting the device had remained in fault mode and had not recovered. The procedure was converted to another dv system with no reported injury. On 05/19/2026, intuitive surgical, inc. (Isi) received user facility report (B)(4). Stating: device failure noted with non-recovery faults - code 86. After 3 unsuccessful attempts to reboot the device, the device would not come out of fault mode, the surgeon deemed it unsafe to continue. The patient was moved to another operating room to continue the surgery.